Manufacturer narrative:
Additional info: x-ray review: intra-op x-rays from balloon kyphoplasty procedure shows anterior extravasation of cement in the perispinal nervous plexus. This is a known complication of balloon kyphoplasty and may be affected by cement consistency or injection process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture procedure: balloon kyphoplasty (bkp) it was reported that, during surgery, the cement was leaking into the blood vessel while injecting cement. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.